Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged, however, this did not resolve the issue. Pt will be scheduled for explant and re-implanted with another advanced bionics device.